Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. He was priming and it was pushing the insulin out. Customer's blood glucose level was 147 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power and unexpected restart error tests. However, the pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.